Event description:
It was reported that ten months and seventeen days post port placement, the catheter allegedly had opacification. It was also further reported that the catheter allegedly fractured. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one xport implantable port attached to a catheter was returned for evaluation. Gross visual, tactile, microscopic and functional evaluations were performed. A partial circumferential break was noted approximately 8.4cm from the distal end of the cath-lock. The edges of the partial circumferential break were uneven, and the surface was observed to be granular in both regions. Upon infusion of the port body with attached catheter segment, water was noted exiting from the partial circumferential break. Therefore, the investigation is confirmed for the reported fracture. However, the investigation is inconclusive for the reported opacification issue, as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that ten months and seventeen days post port placement, the catheter allegedly had opacification. It was further reported that the catheter allegedly leaked. It was also further reported that the catheter allegedly fractured. Reportedly, the port was removed. There was no reported patient injury.